Event description:
User received low sodium results which repeated normal for 4 pt samples. Sample type serum. Sample 1, initial result gave 131; repeat 142 mmol per l. Sample 2, initial result gave 131; repeat 141 mmol per l. Sample 3, initial result gave 123; repeat 140 mmol per l. Sample 4, initial result gave 118; repeat 142 mmol per l. Initial results were not reported. Pts not adversely affected. The field service rep found a clot in valve isv8, and cleaned flow path and removed clot. He also replaced the sample syringe seals and cleaned the sample probe. To verify analyzer performance, ise's were primed and precision checks were performed. The customer also ran calibration and controls.